Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was used during an advantage fit blue sling procedure performed on (B)(6) 2022 for the treatment of urinary incontinence. During preparation, the sheath separated from the blue dilator tube when being assembled. The procedure was completed with another advantage fit blue device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of sleeve detachment. Block h10: a visual examination of the returned advantage fit blue system device revealed that one of the dilators had become separated from the sleeve. The sleeve was torn at the point where it begins to overlap with the dilator. No other defects were observed to the system. Based on the available information, it is likely that excessive pulling force was applied during the placement of the mesh, resulting in the analyzed device condition and the reported complaint. Therefore, the probable cause selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was used during an advantage fit blue sling procedure performed on july 15, 2022 for the treatment of urinary incontinence. During preparation, the sheath separated from the blue dilator tube when being assembled. The procedure was completed with another advantage fit blue device. There were no patient complications reported as a result of this event.